Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their doctor did a bad job on the surgery initially, and that their ins was implanted tilted and down/in. No further complications were reported.